Manufacturer narrative:
The extended time between date of event and date of this report is due to nurse assist recently reclassifying this type of occurrence as having the potential for causing or contributing to a death or a serious injury if the malfunction were to recur. Nurse assist is conducting a retrospective review of product complaints to identify all occurrences of malfunction of the sterile barrier.

Event description:
On 20-jun-2022, customer notified nurse assist via e-mail of the following event description from a customer: the customer received 36 bottles of 54380. Of the bottles received, 22 of them leaked from under the seal. Several of the bottles were either empty or partially empty. These bottles were reported by the initial reporter as leaking prior to use on a patient. There was no report of any patient imapct or adverse event.